Event description:
Nurses attempted to monitor a 2 month old infant and were unable to obtain an ECG trace with ECG leads. The only thing that appeared on the screen was a dotted line. The nurses obtained another unit (MFR unk) and monitored the pt. There was no adverse effect on the pt. Also, the complainant has indicated that they have had problems monitoring other children using pediatric pacing pads. There were no reported adverse effects on any of the pts.